Event description:
Our rep is reporting the following to us: in an acl procedure with the use of rigidfix the surgeon experienced some difficulties which resulted in the surgeon deploying one of the fixation pins behind the condyle, having to make an incision to retrieve the pin and leaving the repair with only 1 fixation pin instead of the 2 pin protocol. A rigidfix guide frame, either a 8mm or a 9mm femoral rod was being used (not known which) and 2 cross pin kits, a 210815, lots # 3708377 and 3828348. It seems that both sets of guide sleeves and their trocars welded together, also, the surgeon missed with the proximal sleeve and deployed the pin behind the condyle, having to retrieve it through an incision leaving only 1 pin for fixation. Also see associated mdrs 1221934-2013-00360, 1221934-2013-00361, 1221934-2013-00362 and 1221934-2013-00364

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report

Manufacturer narrative:
The sleeves and trocar that are part of this kit were received and evaluated. Visual inspection reveals the sleeves and trocar are cold welded together. There was no damage to the distal end of the trocar and sleeve. It was observed that the outer surface of the sleeve had striations on it indicating that it was loosely fit inside the guide frame. Historically, there are a couple of known factors that have been observed which could have caused or contributed to the cold welding: if the pins on the trocar are not fully seated in the sleeve prior to the rotation of the trocar; if there is pressure applied to the side of the system (not drilling in line), and another factor is if the frame is out of straightness. All of these factors will cause the frame to bind with the sleeve/trocar resulting in welding of the two parts. The next generation rigidfix cross pin kit addresses these challenges with an enhanced design that provides a compact fit between the sleeve and trocar inside the guide frame. The cold welding failure can be confirmed but this failure would not lead to the reported failure. We cannot determine the root cause for the reported failure. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one similar cold weding complaint for this lot of devices that were released to distribution. Based on the overall complaint rate, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep is reporting the following to us: in an acl procedure with the use of rigidfix the surgeon experienced some difficulties which resulted in the surgeon deploying one of the fixation pins behind the condyle, having to make an incision to retrieve the pin and leaving the repair with only 1 fixation pin instead of the 2 pin protocol. A rigidfix guide frame, either a 8mm or a 9mm femoral rod was being used (not known which) and 2 cross pin kits, a 210815, lots # 3708377 and 3828348. It seems that both sets of guide sleeves and their trocars welded together, also, the surgeon missed with the proximal sleeve and deployed the pin behind the condyle, having to retrieve it through an incision leaving only 1 pin for fixation. Also see associated mdrs 1221934-2013-00360, 1221934-2013-00361, 1221934-2013-00362 and 1221934-2013-00364.